Event description:
It was reported that during a percutaneous peripheral intervention procedure, a stent delivery system entrapment occurred. Vascular access was obtained via the left common femoral artery. The target lesion was an instent restenosis of an unspecified stent located in the proximal superficial femoral artery (sfa). A non-bsc guide wire was exchanged for a 035/260 zipwire guide wire and a 6f non-bsc sheath was placed followed by a non-bsc catheter. Injections performed and physician identified instent restenosis in the proximal sfa. Next, a 7x78x1350 sentinol stent delivery system (sds) was advanced over the zipwire guide wire, however the sds became stuck on the wire, and could not advance or pullback. The physician removed the zipwire and sentinol sds intact together as one unit. Advanced another 035/260 zipwire guide wire, but was unable to cross the lesion. Exchanged the zipwire for a non-bsc .035 guide wire that successfully crossed the lesion. Advanced an non-bsc stent, but the device did not cross the target lesion. Physician performed angioplasty with a charger balloon catheter, and successfully placed a non-bsc stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the device was used in the superficial femoral and/or popliteal artery. Dfu states "the sentinol" nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).